Manufacturer narrative:
One device was received. Per visual inspection, no abnormality related to the reported event was confirmed on the product's appearance. The complaint was verified by functional testing. The cause was the switch cam is mechanically misaligned and the switch does not turn off. The switch cam was replaced to correct the issue. The device passed all visual and functional/performance tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event unknown. E1. Initial reporter occupation unknown. E1. Initial reporter email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a continuous low pressure alarm even when the switch was turned off. There was patient involvement and unknown patient harm reported.